Event description:
It was reported that during central processing, the maryland bipolar forceps had charring on plastic at distal end. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument came into central processing like this with no information. We took it out of circulation. Because it can¿t be properly cleaned with the melted plastic.

Manufacturer narrative:
Based on the claim against the product, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and reported failure was confirmed. The instrument was found to have light thermal damage on the yaw pulley near the grip. The probable root cause is attributed to insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument delivered energy on 4 of 4 attempts. There were signs of light arcing. Probable root cause attributed to the mishandling/misuse. Additional observation(s) not reported by site: the instrument was found to have multiple input disks cracked. Hairline cracks were found on grip input shaft #6 and #7. This complaint remains a reportable malfunction due to the following conclusion: the instrument had light thermal damage at yaw pulley near grips. Thermal damage at or near grip is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.